Manufacturer narrative:
In conclusion: it does not suggest that the device may cause or contribute to a death or serious injury. There is no evidence that the product did malfunction and the test result is due to the patient characteristics. It is also important to emphasize that the screening has reacted positive and that in any case a further investigation to determine the type of antibody is necessary.

Event description:
One customer has tested a patient's sample known to have antibodies ( anti-k and anti-s) with a competitor's identification panel and identified the two antibodies. The patient has been transfused correctly with compatible unit (k negative and s negative blood unit). After transfusion the screening testing was performed using medion grifols diagnostics ag search-cyte tcs 0.8% panel, ref. 213655, lot 644715010, exp. 2015-sep-12. The screening gave a positive result however; the screening panel did not react with the s homozygous cell.